Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, rv pace impedance steady at approximately 600 ohms through week of (B)(6) 2015, rises out of range greater than 4000 ohms starting week of (B)(6) 2015. Ventricular lead warning occured on (B)(6) 2015. Increased count of high impedance paces. (B)(4).

Event description:
It was reported that the patient noticed dizziness, and presented to the hospital. The pacemaker check was conducted and right ventricular (rv) pace/sense lead was observed as high, pacing failure was confirmed, and fracture suspected. The rv lead was replaced with another lead, and remains implanted-out of service. No patient complications have been reported as a result of this event.